Event description:
The customer contacted abbott to report the inability to calibrate the axsym rubella igg assay and obtained error code 1018 (calibration check failure, calibrator a, results too low), however, reported all other assays were okay. The customer was sent new reagents and calibrators and upon recalibration, obtained the same error message. The customer also performed troubleshooting procedures, including assaying calibrator a as an "unknown". The customer successfully recalibrated the rubella assay with a different combination of reagent and calibrators, and the issue was resolved. The customer did no have any remaining calibrator material to return for investigation purposes. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.